Manufacturer narrative:
The zoll catheter in complaint was returned on (B)(4) 2016 for evaluation. Visual inspection of the returned catheter found no discrepancies or issue. The returned catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized up to 100 psi. No leaks were observed. No other issues were noticed. All balloons deflated successfully without any issues following the functional testing. The root cause for the reported user experience could not be confirmed; no leak with catheter was observed. A probable cause for the reported user experience can be related to a luer misconnection/loose connection, resulting in saline leak.

Event description:
It was reported that a (B)(6) female patient ((B)(6)) was hospitalized for cardiopulmonary resuscitation (CPR). A quattro catheter was inserted in vena femoralis for the therapy of hypothermia. The therapy starting temperature was 32.5°c target temperature was 36.5°c. The catheter leak was identified when the patient temperature reached 36°c the catheter was placed for 2 days and the leak was noted on 3rd day. The leak was found under head of the catheter close to the distal balloon. Patient's leg became bigger(reporter believe that it is related to injection of infusion due to the leak). The saline bag was full when the leak was noted. No system alarm was noted during therapy. The therapy was continued using surface cooling device, the patient was cooled successfully. The patient died 3 days after the therapy. Reporter and physician also informed that death was not related to the catheter. No other information was provided due to the medical confidentiality purposes.